Manufacturer narrative:
Reported event was confirmed as returned product is fractured. Visual inspection of the device found that the central post feature had completely fractured off from the main body of the device. Additionally, the device exhibits nicks, gouges, and scratches along the inferior surface of the device. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the device fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a total knee arthroplasty the device fractured after use. Attempts have been made and additional information on the reported event is unavailable at this time.